Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. There was no pt involvement. The customer reported to have replaced the breath delivery unit cpu pcb. The covidien customer support engineer (cse) was only authorized to upload the software. The ventilator passed all testing.

Manufacturer narrative:
Covidien ref number: (B)(4).